Event description:
It was reported that during the procedure, without pre-dilating the lesion, a 3.0 x 38 rx xience prime stent delivery system (sds) was advanced onto a non-abbott guide wire and toward a non-calcified, 90% stenosed de novo lesion in the mildly tortuous proximal right coronary artery, but was unable to cross the lesion due to lesion characteristics. Resistance was also noted between the rx xience prime and guide wire, and the rx xience prime sds became stuck on the guide wire. Both the rx xience prime and guide wire were removed from the anatomy as a single unit. While outside of the anatomy, the rx xience prime sds was then withdrawn from the guide wire without resistance by pulling the guide wire from the distal end of the xience prime. A new same brand non-abbott guide wire was advanced to the lesion, then pre-dilatation was performed with an unspecified balloon dilatation catheter. The same rx xience prime was subsequently re-inserted, advanced without issue, and the stent was deployed at the target lesion, resulting in 0% stenosis. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - no pre-dilatation; re-insertion. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to cross the lesion/physical resistance in the lesion could not be replicated in a testing environment as it was based on operational circumstances. Guide wire resistance was not confirmed. Based on visual, dimensional, and functional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the japan xience prime everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Additionally, it was reported that the device was withdrawn from the anatomy and reinserted. It should be noted that the IFU (delivery procedure section) states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Although the returned device analysis did not confirm the reported guide wire resistance during advancement and withdrawal, it is likely that any resistance noted during the procedure, may have occurred as a result of procedural factors such as lesion characteristics and/or blood/contrast on the guide wires. The noted damages to the innermember and returned guide wires likely occurred as a result of inadvertent mishandling as resistance was met during the procedure. The noted kinks and bends in the shaft likely occurred as a result of inadvertent mishandling during the multiple attempts to cross the lesion and/or handling for return shipment. Based on the information reviewed, there is no indication of a product deficiency.